Event description:
It was reported that a large volume infusor leaked; solution was found at the bottom of the device during patient infusion. The device was filled with fluorouracil (5fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between january 6-8, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.